Event description:
The pt underwent a lumbar fusion 5 days prior and upon attempt of removal of one of j-p drains, the drain fractured just beneath the skin. In order to keep the pt comfortable and for sterility purposes, the pt was returned to surgery to have the drain removed under monitored anesthetic care and local.